Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump is damaged and cracked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that there is a piece of plastic missing from the battery compartment and the pump rejects the battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.